Event description:
It was reported the pt indicated he has been experiencing blurry vision when the stimulation is in use. The pt is working with his physician to determine a resolution to his symptoms. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.